Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultralink meter read inaccurately high. This complaint was classified based on the initial info provided to the customer care advocate (cca). The pt claimed she felt shaky before the product issue started. She said she tested three times in a row on the lfs product and received readings of high (> 600 mg/dl), 115, and 338 mg/dl at 7:10 pm on (B)(6) 2009. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl and the readings did not correlate with the pt's symptom that suggested hypoglycemia. She tested with another meter and received a reading of 60 mg/dl at 7:15 pm at (B)(6) 2009. As a result, the pt took more food and/or drink at 7:15 pm. The cca documented that the pt described following correct testing technique. The pt's products were replaced. There is no indication that the lfs contributed to injury because the pt was symptomatic prior to the alleged issue and the pt treated herself promptly. This complaint is reported due to the alleged accuracy and precision issue.